Event description:
It was reported that the patient underwent revision knee surgery following a periprosthetic fracture of the tibia, during which all prosthetic components were removed. Approximately 25 days post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name# oxf uni cmntls tib sz b lm; item number# 166572; lot number# 67091516. Item name# oxf anat brg lt sm size 4 PMA; item number# 159541; lot number# 67501138. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.